Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating due to a fatal error caused by an underlying source issue. The customer stated that they were unable to access the medication from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and had a fatal error. A technical support specialist (tss) reviewed both stations and identified that both databases had exceeded ten gigabytes in size. The tss remotely accessed one station, utilized the structured query language command interface from the command shell, and reduced the database size. The tss was unable to remotely access the second station and instead connected through the server to access the structured query language database and perform the database reduction from there. The tss contacted the user, who confirmed that both stations were operational and that the error message was resolved, and informed that further investigation would be conducted due to the recurring nature of the issue. The tss verified that the station and server purge logs were functioning correctly and reviewed table sizes on both the station and server, with no abnormal findings identified. The system functioned as intended after the technical support specialist troubleshot the issue.